Event description:
The following report was received from the affiliate: this complaint is from the percutaneous cardiovascular intervention conference: the target lesion was svg. The vessel was an in stent restenosis of a bare metal stent (3.5x18mm duraflex). There was no more info regarding the vessel. 2003 the pt developed effort angina. Cag was conducted. 2004: CABG was conducted on 3 branches at lita-lad, sv-4pd and sv-pl1-pl2. 2004: the pt developed angina pectoris. 2004: pci was conducted at sv-pl1-pl2. A bare metal stent (3.5x18mm duraflex) was implanted at the ostium of the sv graft. 2004: the pt re-developed angina pectoris. Restenosis was observed at the proximal end of the bare metal stent and so a 3.5x18mm cypher des was implanted at the proximal end of the bms with overlap. Implant pressure and time are unk. 2005: the pt complained of slight chest pain. Cag, ivus and msct were conducted, and the fracture of the cypher stent was confirmed on the right at the edge of the section covering the bare metal stent. Anti-platelet therapy is unk. Physician's comment: the possible cause of this fracture may be due to the fact that too much pressure was applied on the stent due to the adhesion of svg to the chest wall.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.